Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high blood glucose while using the ilet system after discontinuing meal announcements and relying on correction factor, with a peak of 328 mg/dl and no high alerts over 300 mg/dl for more than 90 minutes; troubleshooting and education were provided regarding avoidance of overcorrection to allow device learning. Symptoms included hyperglycemia without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake review and user counseling on appropriate use and behavior to reduce overtreatment of hypoglycemia and to support algorithm adaptation. Investigation of this case revealed user management behavior inconsistent with recommended use, including early corrective dosing that impeded device learning and contributed to sustained hyperglycemia, with no device alerts triggered. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and therapy management behavior.